Event description:
It was reported via phone call that he changed the site and blood glucose level was not going down. Customer's blood glucose value was 348 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer found and air bubble in the tubing but no insulin leak. Insulin was not stored at room temperature. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Customer will change the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.